Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a patient with vascular history and 60% stenosis underwent angioplasty with a balloon catheter. The angioplasty resulted in mild improvement likely due to highly calcified lesion. It was decided that the stent (the subject device) be deployed at the stenotic right v4 lesion. Angiography demonstrated evidence of a minimal amount of intra-stent lumen thrombus. The physician treated the thrombus by medical intervention using reopro. The treatment was successful and the patient was discharged without any adverse events.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a patient with vascular history and 60% stenosis underwent angioplasty with a balloon catheter. The angioplasty resulted in mild improvement likely due to highly calcified lesion. It was decided that the stent (the subject device) be deployed at the stenotic right v4 lesion. Angiography demonstrated evidence of a minimal amount of intra-stent lumen thrombus. The physician treated the thrombus by medical intervention using reopro. The treatment was successful and the patient was discharged without any adverse events.